Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.

Event description:
Edwards received notification from our affiliate in israel. As reported, this was a case of an implant of a 23mm sapien 3 ultra resilia in the aortic position by transfemoral approach. During valve deployment, the valve was initially positioned slightly high and subsequently embolized into the aorta. It was decided to implant the valve in the descending aorta and a second valve was successfully implanted. The patient did not experience any injury and was noted to be stable after the procedure. The root cause was that the balloon was inflated before the final position of the valve was attempted. Per the imaging review: the thv deployed canted in annulus. Root cause of the canted position remains under investigation upon product return. Valve then embolized into aorta and was pulled through aortic arch with commander delivery system (ds) and deployed in the descending aorta, suggesting there was no damage to the commander delivery system.